Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. A first catheter was inserted and deployed into the left atrium (la) but a spline inversion issue was noticed and the device was replaced. A second catheter was inserted without issues. The left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) were ablated successfully, then, the physician noticed a pericardial effusion on the intracardiac echocardiography (ice). The devices were removed from the la and a pericardiocentesis was performed. The patient is expected to fully recover from the event. The device is not expected to return for laboratory analysis. 19mar2025 -per gfe: shorth straight sheaths were used with the non-boston scientific diagnostic and intracardiac echocardiography (ice) catheters used. Faradrive sheath was used with the farawave and mapping catheter. Resistance was felt advancing the sheath from the ivc to the right atrium. No resistance felt during transseptal access. The merit guidewire and versacross connect pigtail were used without any resistance or issue. Catheter was in the left atrium when effusion was discovered. The effussion was located in the right atrium. The patient has been discharged from the hospital successfully.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.